Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 64 mg/dl. The customer's other blood glucose was 34 mg/dl, 51 mg/dl. Troubleshooting was done for low blood glucose and over delivery. Based on customer report customer did not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.